Manufacturer narrative:
Initial reporter address 1 -(B)(6). Initial reporter city - (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form was noted upon first inflation at 8 atmospheres for 3 seconds. The balloon was removed without any problem and procedure was completed with a different device. No complications were reported and patient was in good condition post procedure.

Manufacturer narrative:
E1: (B)(6). Device evaluated by MFR.: the complaint device was returned for analysis. A visual examination identified that the balloon wings were in a deflated state. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied; the balloon was inflated to its rate of burst pressure of 12 atmospheres and pressure held for 30 seconds without issue. A vacuum was then applied. The inflation device was verified at 12 atmospheres, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no issues. A visual and tactile examination found no issues. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form was noted upon first inflation at 8 atmospheres for 3 seconds. The balloon was removed without any problem and procedure was completed with a different device. No complications were reported and patient was in good condition post procedure.